Manufacturer narrative:
Device was returned to the manufacturer. A visual and microscopic examination was done on the outer shaft, inner shaft, balloon and tip. Visual examination revealed no damages. Microscopic examination, however, revealed a pinhole 9mm from the tip. No other damage or irregularities found on the remainder of the device presented.

Event description:
Reportable based on device analysis completed on 07feb2024. It was reported that balloon leak occurred. The stenosed target lesion was located in the anterior tibial artery. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was used for dilatation. However, during the procedure, the contrast agent was leaking, and the balloon was able to inflate but unable to dilate the lesion. The procedure was completed with another of same device. There were no complications reported and the patient status was stable. However, returned device analysis revealed a pinhole 9mm from the tip.